Event description:
The stylet was not removed after insertion of a foley catheter.

Manufacturer narrative:
It was reported that the stylet had been left in the catheter lumen after the catheter had been inserted into and the stylet was subsequently removed without further incident. No serious injury resulted. The stylet protrudes from catheter lumen, is visible and has a loop on the end of it. No sample was returned for eval. This is the first reported incident of this nature for this device. We have no info to suggest the presence of a mfg defect. The root cause has been determined to be user error.